Event description:
It was reported this catheter was successfully placed for a liver cyst drainage procedure. Approximately four days post placement, it was noted under x-ray this drainage catheter had detached and remained in the pt's liver. The pt was sent to surgery where the detached catheter segment was successfully retrieved. The pt's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device was received in two pieces along with two pieces of the suture measuring 15cm and 16cm. The proximal portion of the catheter measured approximately 10cm and portion of the suture was pulled through the catheter at the top of the fracture. A longitudinal fracture measuring approximately 2cm was noted at the distal end of proximal segment. Approximately 1cm of the catheter is missing form the side of this fracture. The distal catheter segment measured approximately 13.5 centimeters. The point of break was slanted and jagged. The distal pigtail was detached and not returned for evaluation. Additionally, it was noted this device met its specifications. Co's follow up revealed this device was resterilized and alcohol was injected into this catheter. Co believes the non-indicated use of this device contributed to this event and does not attribute it to this device.